Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material/residual liquid at the device tip could not be identified and a definitive root cause of the issue could not be determined, however, due to the leaks in the operating section and electrical connector, proper device reprocessing may not have been possible. Additionally, the foreign material/stain observed under the lightguide lens could not be identified and a definitive root cause of the issue could not be determined, however, since the material was not on a device outer surface, it likely could not be removed during reprocessing. Also, a definitive root cause of the observed gap in the forceps stand could not be determined, however, the issue was likely due to physical stress/chemical stress applied to the forceps stand during user handling/mishandling. The issues may be detected by following the instructions for use sections which state: -inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Event description:
Upon inspection and testing of the returned device, there was a leak which revealed a gap in the forceps elevator, foreign material at the distal end and a stain inside the light guide lens.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found water tightness was lost due to wear of scope cover and due to deformation of electrical connector guide pin; air water cylinder, suction cylinder, distal end had discoloration; suction connector had corrosion due to water leakage; forceps lever makes noise when moved due to deformation of knob wire; image guide protector, connecting tube had scratched; distal end had residual liquid; parts must be replaced due to annual inspection; inside of lightguide lens had a stain; water tightness of forceps elevator was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer returned the duodenovideoscope for annual maintenance. Upon inspection and testing of the returned device, it was observed there was a leak at forceps elevator and there was foreign material resembling heavy corrosion inside light guide lens and in the distal end. This report is being submitted for the defects found during evaluation. There was no patient involvement.